Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The free breathing valve was replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.